Event description:
Patient reported, the menu and tick buttons on the infusion device are very loose and is not working very well. No further information is available. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the elevated blood glucose level. Requested return of the alleged infusion device.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is available at this time. If further information is obtained it will be provided in the supplemental report.